Event description:
It was reported during an implantation procedure, the physician was unable to test the atrial electrode's sensing and pacing threshold. Also, bleeding at the end of the ventricular lead was observed. As such, the physician elected to replace all the leads. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.